Manufacturer narrative:
(B)(4) - the explant and event dates were added, this device was removed and returned. Upon receipt, the lead under complaint was found dissected in three segments. The segments were in depth analysed. The inspection demonstrated a rubbed through insulation at 36 cm proximal to the lead tip. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the generator can. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The atrial lead was noted to be fractured, but the patient is declining a lead explant. The device setting was changed to vvi mode in (B)(6) 2012. This lead remains inactively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.